Event description:
It was reported that the patient had a left clavicle repair on or about (B)(6) 2013. At his 2 week follow up, all was well, patient healing as expected. Six weeks post-op visit, showed the plate was broken. On (B)(6) 2013 surgeon removed the plate. The patient`s bone was still healing nicely therefore no new implants were necessary. Patient doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the complaint device reveals the plate to be broken in half. The fracture face is located approximately at the plate's midpoint and runs from one of the central oblong holes though the adjoining suture hole. The surface of the fracture face appears to be uniform with no distinct origin or overload zone. Two suture holes adjacent to fracture were also observed to have cracks in the outer web of material along the perimeter of the plate. The device met all material specifications as received. Based on the event description where it was noted that the device failed sometime between two (2) and six (6) weeks post-operatively and that the patient was healing with no clavicle fracture at the time of removal, the most likely cause for the complainant's event was in-vivo loading of the device possibly causing a fatigue fracture. Another most likely cause is patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. Post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.